Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent deployed in unintended site. Device issue: failure to advance / difficult to remove. It was reported that the target lesion was the mid rca with moderately calcification and moderately tortuosity. The first promus stent delivery system (sds) was advanced, but it failed to cross the lesion. The sds was removed and it was noticed that the proximal edge of the stent was flared. The second 2.5 x 28 mm promus sds advanced and failed to cross as well. When attempting to remove the sds, it would not go back into the guiding catheter. The stent was then deployed proximally in the rca. In addition to the promus stent, two xience stents were implanted distal to the promus stent. No additional event or patient information is available.